Event description:
Two (2) staff members used lift with sling to move resident from bed to chair. Resident became resistive, tensed his body and rolled to the left, with head outside the sling. He then started sliding out the bottom of the sling, and staff slowed fall to floor. Blood was coming from under his chin and staff found a large skin tear. Hospitalization with exploratory surgery was required. Resident prior to injury was non-ambulatory, contractured, with diagnoses of parkinson's disease, cva, and dementia. Lift was inspected and blood was found on one of the "s" chain-hooks. Apparently, when he put his head over the side of the sling, he caught loose skin under chin in the "s" hook, then continued to slide out of lift sling, and this resulted in a neck wound. We feel the incident was totally resident-related, as the device was functioning properly and user application was appropriate.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, patient's condition - predisposed event. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.